Event description:
It was reported that this right ventricular (rv) lead triggered a safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episode with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the lead was seen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).